Event description:
It was reported that the customer's insulin pump was not giving him insulin and there was not a no delivery alarm. The customer's blood glucose was 275 mg/dl, which was treated with manual injection. Troubleshooting could not be completed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).